Event description:
The customer reported that the x-rays were deactivated and the system was displaying a system error message. There is no report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. All circuit boards were reseated. The system was then found to be operating as intended.